Event description:
Health professional reported left side pain, accumulation of fluid and diagnosis of alcl. This event was reported via epsr q2 (B)(6) 2010.

Manufacturer narrative:
Med watch submitted on (B)(4) 2012. Device labeling addresses the reported event of seroma as follows: the (B)(4) study: 7 year adverse event rates: for primary augmentation patients, seroma rate = (B)(4). Primary reconstruction patients, seroma rate = (B)(4). Swelling = (B)(4). "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma." (Allergan silicone labeling). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the (B)(4) study, in the labeling for silicone implants.